Manufacturer narrative:
This supplemental report is being submitted to provide additional event description and update the patient code.

Event description:
Information was received and it was reported that the doctor was preparing for a transeptal access in the patients' right atrium when the reported poor quality image was noticed. The patient was under general anesthesia. The ultrasound system was not rebooted and there was no delay or loss of data. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report #3 is being submitted because at the time of the initial MDR filed on 08/02/17, not all information had been collected by the 30 day deadline, specifically confirmation of patient outcome, as well as the root cause analysis. Patient outcome was confirmed after additional information was received to which a supplemental report # 1 was submitted on 08/16/17. After the device was evaluated, the investigation team concluded that the most likely root cause was stack damage due to user error and thus, contributed to the event, therefore, supplemental report # 2 was submitted on 8/30/2017. This supplemental report #3 is being submitted to inform FDA that after receiving all inputs, this is not an 803 reportable event due to a malfunction caused by user error. The conclusion code was corrected to reflect the correct code.

Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type, update the event problem and evaluation codes, and update the investigation results. Investigation: the complaint of bad image displayed from the acunav catheter was investigated. The probable root cause was due to stack damage, caused by user handling. The corrective and preventive action is for biosense webster customer service engineers to communicate this problem to their customers, and to use extra caution when handling the stack part of the catheter.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the catheter generated a poor quality image during an unspecified procedure. The user replaced the catheter and the reported issue was resolved. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported event but with no results.